Event description:
A home pt (hp) using a homechoice (hc) system contacted a technical svc rep (tsr) and reported a low drain volume alarm during initial drain. The tsr had the hp check the drain line, clamps on bags and pt line, close clamps, cycle power. The tsr then had the hp reload the same setup, self-test, open clamps on bags and pt line, prime to connect yourself, and check to see that the pt line is full of fluid to continue the therapy. No pt injury or med intervention was indicated at the time of the initial report.